Manufacturer narrative:
(B)(4). Date sent: 1/29/2024; d4: batch # 435c95. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sc60a device was returned with no apparent damage and with a gst60b partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 435c95, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. D4: batch # 435c95. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sc60a device was returned with no apparent damage, with a tyvek, and with a gst60b partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The returned reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 435c95, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2023 d4: batch # unk a manufacturing record evaluation was performed for the finished sc60a, with lot/batch number a9d21n, and no non-conformances were identified. The investigation has been completed based on the information provided to date. If further information is received at a later date, the file will be updated. Complaint information is trended on a regular basis to determine if further investigation is warranted accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy, the device was used inside the body cavity. Then, the entire cartridge came off during use. There were no staples or other residues in the body. After anastomosis, the device locked out when the surgeon attempted to fire with the dislodged cartridge again. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.